Manufacturer narrative:
The ri-2 with s/n:(B)(6) involved in the incident was returned to belmont medical technologies for evaluation on june 23rd 2023 therefore the complaint file was reopened for investigation. Belmont service department reviewed the returned device and found that q1 and q2 transistors on the driver b board were shorted and damaged, which caused the circuit breaker to trip. A precise root cause of the transistor failure could not be determined. We replaced q1 to q4 transistors on the driver a, b boards. In addition, we upgraded the system to the current revision and recalibrated the system. To ensure that the unit performs according to our specifications before shipping it back, we performed a routine calibration of the system, operated the unit at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The root cause could not be determined. Belmont will continue to monitor this issue moving forward.

Manufacturer narrative:
The ri-2 with s/n:(B)(6) involved in the incident was not returned to belmont medical technologies for evaluation. In order to investigate the reported issue, the device return and additional information were requested on the following dates: march 28th, april 6th, april 11th, may 9th. No response was received from the customer during these requests. In addition, multiple attempts by phone (april 12th & april 25th) and email were also made by a belmont clinical specialist and belmont sales manager, however no response was received from the customer. As the device was not provided for investigation, and no additional information was received, no device malfunction could be verified, and the root cause could not be determined. The device history was reviewed, and no other issues were identified. To date we have not received any response from the user facility. The complaint file will be re-opened in the event the device and additional information are received. Belmont will continue to monitor this issue moving forward.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. The hospital is reporting that the system shut off (tripped) and they were not able to power it back up. System will not turn on. This occurred in the middle of a case. Although the patient involved in the incident died, there are no allegations that the device caused or contributed to the incident. In the event of:"no power or battery run time is too short", the operator's manual provides with the possible condition: "power cord not plugged into ac power. Batteries discharged in dc operation" and the operator action as " change ac power source; check power cord connections. Recharge internal battery by connecting the power cord to the ac line. If the battery run time is less than ½ hour after a full 8 hour charge, call service to replace the rechargeable battery". In the event of "power off immediately after switch to on. System turns on for 2-3 seconds, then turn off automatically" with the possible condition "igbt's on driver 'a' and 'b' shorted. Eprom is not seated in the socket properly with the operator action "if the problem persists, power off and service machine." Belmont's clinical specialist contacted the user facility on march 28th, april 6th and april 11th requesting the return of the device for investigation and for additional information on the incident. To date we have not received any further details on this event. We are continuing to attempt to get the device and disposable involved in this incident returned for investigation. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The hospital is reporting that the system shut off (tripped) and they were not able to power it back up. System will not turn on. This occurred in the middle of a case. Although the patient involved in the incident died, there are no allegations that the device caused or contributed to the incident.